Event description:
It was reported that, eleven years after a knee arthroplasty had been performed, the patient experienced instability. A revision surgery was performed to address the issue: the genesis ii ps insert post was found to be worn. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this case reports a revision surgery was performed approximately 11 years post tha. The patient experienced instability due to a worn insert post. Per email communication, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to patient medical history, post-operative healing issue, traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.